Manufacturer narrative:
Date sent to the FDA: 05/18/2021. Additional h6 component code: g07002 ¿ reported condition not confirmed additional h-3 summary: actual sample: visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code sxpp1a404 was received for evaluation, the swage and attachment area was noted to be as expected, body fluids and damage was noted in some barbs and the fixation tab and part of the suture was cut appears to be by use of the surgical instrument. The section of the fixation tab was not received for evaluation. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Representative samples: visual analysis of the returned sample determined that six unopened samples of product code sxpp1a404 were received for evaluation. During the visual inspection of the unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage on the barbs could be observed and the fixation tab was intact. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/18/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the fixation tab on the device found to be missing when trying to use the device? Or did the fixation tab break off the device during use? =>the fixation tab was broken when trying to use. Procedure date? No further information is available. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - (B)(4). Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 2360 ¿g/m.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2021 and barbed suture was used. During the procedure, when trying to use for wound closure, the fixation tab broke, then another device was used, but it also broke on the way. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.